Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 3 of 4 of their pd treatment. Fluid was seen on the floor underneath the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment prior to the leak. The cause of the leak is unknown. The patient was assisted with cancelling treatment. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler per the treatment data. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during fill 3 of 4 of their pd treatment. Fluid was seen on the floor underneath the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment prior to the leak. The cause of the leak is unknown. The patient was assisted with cancelling treatment. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using the cycler per the treatment data. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.